Event description:
It was reported that the pump did not start despite being connected for more than two hours with different cables. The device is being returned to the distributor, and a replacement pump has been issued with a new serial number. There was no information available regarding the impact on the customer¿s blood glucose level, or backup insulin therapy.